Manufacturer narrative:
H6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. H11-manufacturer narrative: rotation and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event(s) following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation and blurred vision. Lens was repositioned but that did not resolve the problem. Lens remains implanted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Additional information: b5 - describe event or problem - a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation with repositioning and blurred vision. Lens was explanted and replacement lens of a longer length was implanted at a later date. Problem was resolved. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. D6b. - if explanted, give date - on (B)(6) 2026. H6 - adverse event problem - health effect impact code (f): 4627. (B)(4).

Manufacturer narrative:
Additional information: d4- serial #: (B)(6), primary unique device identifier (UDI) #: (B)(4). Claim # (B)(4).